Event description:
Information received from the field notes that during a routine follow-up, interrogation observed a magnet rate of 94.8 ppm. Measured battery data was 2.68v, 152ua, 5.4 kohms. A software download was performed, but the current drain remained high at 153ua. A subsequent follow-up revealed measured battery data of 2.73v, 151ua, 5.3 kohms. The patient was not pacemaker dependent and had an under- lying rhythm. Device replacement was scheduled.